Event description:
It was reported that, upon interrogation, it was found that the pain pump had been stopped for 97 hours and the message ¿stopped pump period may exceed tube set¿ was seen. It was indicated that the patient had just received a new external insulin pump along with a remote to dispense the medication around the afternoon of the prior thursday. That evening, the patient started to experience symptoms of withdrawal and underdose including nausea, vomiting, fatigue, chills, and muscle contractions. On the day of report, the pump was set to simple continuous mode and reprogrammed to deliver the prescribed dose. At the time of report, there was no patient injury. The device system was used to deliver dilaudid. That same day, it was also reported that the pump was put in stopped pump mode on the day of refill. In addition, the elective replacement indicator (eri) showed the date as ¿??/??/????¿, though it was stated that the pump had not reached eri. It was reviewed that a telemetry error could cause the eri to be unknown on the print off.

Manufacturer narrative:
Concomitant products: product ID 8731, lot # b005780n54, implanted: (B)(6) 2003, product type catheter; product ID 8840, product type programmer, physician. (B)(4).